Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect amount of carbohydrates. Review of the pump data logs by tandem technical support verified the customer suspended insulin delivery and the incorrect bolus was not delivered. The customer's blood glucose level was 230 mg/dl. Reportedly, the customer delivered the correct amount of bolus and no further assistance was required from tandem technical support.